Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense and shock channel resulting in pacing inhibition. No asystole was observed as the patient had an underlying sinus rhythm. An invasive procedure was performed to replace the lead. The patient expired due to complications resulting from the lead extraction. No further information was available.